Event description:
Effusion of left knee [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011, from a healthcare professional regarding a (B)(6) female pt, initial (B)(6), with a history of osteoarthritis, who experienced knee effusion after starting synvisc-one. The pt received one injection of synvisc-one into each the left knee under fluor (date not provided). The hcp reported that the pt experienced an effusion of the left knee (date no provided). The pt required treatment for her symptoms. The hcp reported that the pt underwent a left knee joint aspiration and that 25cc of synovial fluid was collected (date not provided). The hcp reported that labs were negative for bacteria. The hcp reported that the pt received one injection of cortisone into her left knee (date not provided). The product lot number was reported as (B)(4). At the time of this report the outcome of the pt was unk.